Manufacturer narrative:
(B)(4). The service engineer (se) inspected the device and verified the reported issue. The se found the thermistor wires in the exhalation flow sensor (evq) completely bent. The se replaced the evq and performed extended self-testing on the device and all tests passed.

Event description:
It was reported that, the flow and volume on a 980 ventilator was high. The ventilator was not in use on a patient at the time the event occurred.